Event description:
It was reported that during an implanting procedure, the right ventricular (rv) lead was implanted normally, however, when the physician attempted to implant the right atrial (ra) lead, there were high thresholds exhibited in several different positions. When the physician continued to attempt different ra lead positions, the helix suddenly jumped out after being rotated for more than 30 rotations. The ra lead was then explanted, and it was noted that the helix could not be unscrewed. In addition, the rv lead was then observed to be dislodged, and had become contaminated after it was explanted. Both of the leads were removed, and new leads were implanted. It was further noted that the implant procedure lasted nearly four hours. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.